Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to had issue inserting the infusion set. Customer's blood glucose was over 400 mg/dl. Customer was nauseous and thirsty due to high blood glucose. Customer had an emergency room visit due to high blood glucose. Customer was wearing the device at time of emergency room visit. After troubleshooting, customer will not be returning the device for analysis.